Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with complaints related to infection. The system was explanted. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be stable following the procedure.